Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer stated that they had not eaten enough. The customer was given b50 to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was running high when they left the hospital. The insulin pump will not be returned for analysis.